Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test or verify no excessive no delivery or occlusion alarm due to blank display. Pump received with cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump received no delivery alarms. The customer¿s blood glucose was 230 mg/dl. Troubleshooting was done for no delivery alarm. Customer reported they changed the infusion set multiple times and finally got a set to worked. Customer was did not change reservoir. Customer reported there was rusted in the body of the insulin pump under the screen in the battery compartment and insulin pump. Customer was reported a past event. Customer reported alarm did not occur during manual prime. Customer reported event was resolved by infusion set change. The insulin pump will be returned for analysis.